Manufacturer narrative:
Device evaluated by MFR? - device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a patient was referred for vns explant surgery at his mother's request due to the patient picking and pulling at his generator. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
The physician reported that he was unsure when the patient began picking and pulling at his generator. The physician reported that the explant surgery was required to preclude a serious injury. No additional relevant information has been received to date. No known surgical intervention has occurred to date.